Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 7319963, expiration date: 2022-11-30, manufacture date: 2017-12-19. Medical device lot #: 7292559, expiration date: 2022-10-31, manufacture date: 2017-12-02. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were holes found in 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip where the needle is screwed into the syringe resulting in insulin leakage. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that there were holes found in 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. Where the needle is screwed into the syringe resulting in insulin leakage. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: five samples received at bd for investigation (lot 7319963 with 4 pieces) and (lot 7292559 1 piece). Based on the results of the functional tests as well as the visual evaluation, the defect that the client reports was not replicated. Bd was unable to confirm the complaint. The most likely failure mode was that the device was not assembled with the needle correctly so the leak is presented. DHR review for both lot numbers (7319963 & 7292559) show that during the production they are monitored for characteristics in the packing stage such as: blister cut suitable to the catalog, perimeter seal, correct longitudinal cut (visual method), packaging with peel apart (visual method), and integrity of the primary packaging. Also, blister without perforations, seal not opened or seal without wrinkles (visual method). Additionally, the final batch was inspected by quality control, for which the batch was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.